Event description:
During intra-operative use, the smith & nephew twinfix suture anchor broke off at the tip. Doctor aware. Anchor and all pieces retrieved without incident. No harm to pt. Instrument passed off the sterile field.